Event description:
It was reported that there was no capture at maximum output. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 30 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2010 which is the same as the explant date of (B)(6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.